Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead became stuck on the tricuspid valve. The physician tried to position the lead several times but was unsuccessful. For the safety of the patient, this rv lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.